Event description:
It was reported that the alert was set off due to a rise in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for svc(hvx) lead z=108 ohms on (B)(6) 2011 at 03:00:03. Weekly high voltage measurement log data shows an abrupt increase for max svc= 78 to 108 ohms peak between (B)(6) 2011 and (B)(6) 2011, then returns to a baseline of 82 ohms on (B)(6) 2011.